Event description:
As reported in medwatch mw5111908: "failed left prosthetic knee patellar component. Total knee arthroplasty in (B)(6) 2015; stryker triathlon implants x-ray in (B)(6) 2022. There has been progressive medial displacement of the patellar resurfacing component x-ray in (B)(6) 2022 redemonstrated medial dislocation of the patellar prosthesis component which is chronic. X-ray in (B)(6) 2022 unchanged chronic medial dislocation of the patellar prosthesis and lateral dislocation of the patella." Patient was revised. Per response: primary "left tka on (B)(6) 2015."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported in medwatch mw5111908: "failed left prosthetic knee patellar component. Total knee arthroplasty - in 2015; stryker triathlon implants x-ray - in 2022. There has been progressive medial displacement of the patellar resurfacing component x-ray - in 2022 - redemonstrated medial dislocation of the patellar prosthesis component which is chronic. X-ray - in 2022 - unchanged chronic medial dislocation of the patellar prosthesis and lateral dislocation of the patella." Patient was revised. Per response: primary "left tka 11/18/15."

Manufacturer narrative:
Reported event: an event regarding dislocation and infection involving an unknown triathlon patella was reported. The event was confirmed via clinician review of the provided medical records. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to pi including the product inquiry summary, as well as a revision operative report dated 8/31/2022, a pre-revision x-ray report, a 2 week postoperative office note, a post-operative x-ray report, an pathology report and an infectious disease consultation note. The patient had a total knee implanted in 2015. On (B)(6) 2022 he presented to the ed with increasing pain and new onset clear drainage, infectious workup was completed and appeared to be benign, x-rays showed that patient's native patella was laterally subluxed and his patella component was dislocated medially. He was taken to the or the following day. Intraoperatively a rent in the medial capsule and retinaculum was identified through which the patella had escaped and was now in contact with the skin causing a sinus tract. The surgeon removed the patella, performed an irrigation&debridement and closed the capsule and retinaculum. Postoperatively the patient was placed on prophylactic oral antibiotics pending cultures and ID consultation. On 9/26/22 the patient was seen by an infectious disease consultant. His intraoperative cultures grew out staph hominis. While it is possible that this was a contaminant, the patient's chronic pain and warmth in the knee was suggestive of a chronic indolent infection and he was placed on doxycycline. It is confirmed the patient had lateral subluxation of his patella and medial dislocation of his patella component. It is further confirmed the patient underwent revision surgery consisting of patella explantation and debridement. In addition, it is likely the patient had a chronic s. Hominis indolent infection in this knee. The root cause for this event cannot be established from this limited information provided. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to pi including the product inquiry summary, as well as a revision operative report dated (B)(6) 2022, a pre-revision x-ray report, a 2 week postoperative office note, a post-operative x-ray report, an pathology report and an infectious disease consultation note. The patient had a total knee implanted in 2015. On(B)(6) 2022 he presented to the ed with increasing pain and new onset clear drainage, infectious workup was completed and appeared to be benign, x-rays showed that patient's native patella was laterally subluxed and his patella component was dislocated medially. He was taken to the or the following day. Intraoperatively a rent in the medial capsule and retinaculum was identified through which the patella had escaped and was now in contact with the skin causing a sinus tract. The surgeon removed the patella, performed an irrigation&debridement and closed the capsule and retinaculum. Postoperatively the patient was placed on prophylactic oral antibiotics pending cultures and ID consultation. On (B)(6) 2022 the patient was seen by an infectious disease consultant. His intraoperative cultures grew out staph hominis. While it is possible that this was a contaminant, the patient's chronic pain and warmth in the knee was suggestive of a chronic indolent infection and he was placed on doxycycline. It is confirmed the patient had lateral subluxation of his patella and medial dislocation of his patella component. It is further confirmed the patient underwent revision surgery consisting of patella explantation and debridement. In addition, it is likely the patient had a chronic s. Hominis indolent infection in this knee. The root cause for this event cannot be established from this limited information provided. A microbiological assessment was completed indicates: staphylococcus hominis has been identified as possible cause of infection of patient. Staphylococcus species like staphylococcus hominis have been considered innocuous commensals of human skin and mucous membranes but are now accepted as the leading opportunistic pathogens responsible for numerous nosocomial infections. In particular, they account for 30 to 43% of joint prosthesis infections. Stryker can confirm that the origin of infection cannot have been the implants used for this knee surgery. X3 plastic knee patella implants are subjected to overkill sterilisation cycles demonstrating sal 10-6 at half-cycle parameters. Non-x3 plastic knee patella implants are sterilised by gamma irradiation between 25-35kgy. Due to the nature of the organisms isolated ¿ susceptible to various modes of sterilisation - and specifically the sterilisation methodology employed by stryker, it is not probable that staphylococcus hominis could have originated from the implants. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.